Event description:
It was reported that during implant attempt, there was high impedance greater than 2500 ohms, high pacing threshold, and an apparent lead fracture. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.